Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on (B)(6)2021 with catalog number mcghan450cc. Visual analysis of the returned device identified: opening, crease fold, brown particles inside of the device, wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening."